Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump alarmed battery out limit due to a corroded battery tube. Unable to perform the operating currents, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests or verify the low battery alarm or any alarm due to the battery out limit alarm. The pump had minor scratches on the lcd window, a cracked lcd window, cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the battery was not lasting long. Customer reported that battery cap was corroded and the bottom of pump had brown discoloration. Customer's blood glucose was 89 mg/dl. Troubleshooting could not be performed due to blank display. Customer was advised that insulin pump would need to be replaced.